Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump received insulin flow block alarm. This incident led to hyperglycemia to the customer. Customer was assisted with troubleshooting related to the insulin flow block alarm. Inquired what led up to the complaint. Customer response: cx called in to report an insulin flow block which happened during a bolus insulin flow blocked alarm during basal/bolus/fill cannula. Explained insulin flow blocked alarm and possible causes. Customer reported infusion set has been in use for: since today . Customer was advised that positioning in motor may have shifted. Customer was advised to always complete rewind/load reservoir process before connecting back to set. Customer was advised to check pump's bolus speed setting. Customer is using standard. Customer was advised to disconnect at the quick release. Assisted customer in performing a 5.0u fill cannula. Did insulin exit with the 5.0u fill cannula? Response: customer was not able to proceed with troubleshooting . Customer's outcome pertaining to the complaint: customer could not proceed with troubleshoot. Asked customer to disconnect from the quick release. Customer mentioned that she had tapes on her body and she was not be able to do that right away. Customer was advised to take her time to take her time to remove the tapes but she said she will rather do that without me on phone and do a complete set change. Customer was advised to replace the infusion set for her and was advised to monitor . Customer's high blood glucose was 24.0 mmol\l at the time of the call but she declined high bg troubleshoot saying her blood glucose has something to do with the insulin flow block alarm because she was experiencing because she woke up with a 6.0 mmol\l. Customer also mentioned that her blood glucose was above 22.3 mmol/l. Replaced infusion set. The insulin pump was not returned for analysis. Additional device involved in incident: infusion set (311986135).